Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced "out of control" urinary incontinence following a seizure. The patient was found on the floor following her seizure and was taken to a nursing facility. A manufacturer representative saw the patient in the emergency room where it was discovered that one of the patient's neurostimulators was on and the other was off. The device that was off was turned on and settings were left as they had been. The patient went from "out of control" incontinence to full retention in one day. Impedances were okay and all circuits were working fine. Prior to the seizure the patient had been receiving great therapy for her retention and was able to feel stimulation. Following the seizure, the patient was no longer able to feel stimulation and was experiencing a lack of therapeutic effect. The patient was reprogrammed and was moved into a nursing home for rehabilitation. The patient was feeling a stimulation sensation, but her results had "not seen a high decrease." Additional information has been requested but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2011-06034.